Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's discomfort was caused by their own disease and had nothing to do with the implanted shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in 2015 due to hydrocephalus secondary to brain tumors. Following implant, the pressure setting had not been adjusted. In (B)(6) 2018, the patient suddenly fell into a coma and was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the patient¿s brain tumor recurred and pressed into a blood vessel and caused a sudden coma. This was not related to the device. The patient was awake.